Event description:
It was reported that after a cardiac ablation procedure using pulsed field ablation (pfa) and another manufacturer's radiofrequency ablation (rfa), a decrease in hemoglobin from approximately the 12 g/dl range to the 6 g/dl range was observed through a blood test. A bleeding complication was suspected, so a chest x-ray was performed, showing an increase in opacity in the right thoracic cavity, raising concerns of hemothorax. A chest drain was placed. It was reported that during the cardiac ablation procedure, coronary sinus (cs) catheter insertion via the right internal jugular vein using another manufacturer's product was difficult and was performed using another manufacturer's guidewire. Because atrial flutter was present at admission, right atrial mapping was performed using another manufacturer's 3d mapping system, followed by cavotricuspid isthmus (cti) ablation with radiofrequency (rf). Atrial septal puncture was done with another manufacturer's transseptal needle and sheath. Pulsed field ablation (pfa) was performed with the pulses elect catheter using another manufacturer's guidewire, and it was noted that there were no obvious issues during pfa. It was also reported that the physician surmised that the vascular perforation may have been caused by another manufacturer's guidewire advancing deep into the pulmonary vein (pv) during the right superior pulmonary vein (rspv) application. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.